Event description:
On follow-up, the consumer's wife reported that her husband returned to the physician for a follow-up visit 20 days after his initial visit. During this visit all medication was discontinued. The consumer's wife reported that her husband's symptoms resolved approx 3 weeks after onset. The physician recommended that the consumer return for another follow-up visit in three months. No additional patient follow-up is planned.